Manufacturer narrative:
Manufacturer is attempting to clarify written statements from the healthcare provider. A follow up report will be sent if these statements have been clarified.

Event description:
The patient's son reported the second lead was implanted in 2006. Within 24 hours, the patient exhibited signs of loss of function. Caller stated a CT scan showed fluid accumulation around the lead wire. The patient was partially paralyzed and unable to speak. Hcp reported patient symptoms included confusion, disorientation, difficulty finding words and inattentiveness after surgery. No weakness, fever, disability or hemiparesis was reported that day during non-focal motor exam. The event occurred eight hours post placement of the left stn deep brain stimulation electrode. The right electrode had been placed a month prior without incident. CT scan showed air pockets and no edema after surgery. A CT scan performed two days later showed vasotonic edema in the cortex. A subsequent CT scan the next week revealed persistent vasotonic edema. The patient was readmitted to the hospital the day after the left electrode was placed and then sent to rehabilitation. During hospitalization, the patient's left leg became more stiff and dystonic. Hcp reported this was possibly due to lack of use and was partially present before stn deep brain stimulation placement. No surgical intervention performed. The patient's status returned to baseline over one month. The patient's motor exam returned to pre op by two months. Left leg dystonia was substantially improved with stimulation. Hcp reported by october or november 2006, the patient had no residual motor or cognitive side effect, and remarkable impact on parkinson's symptoms as the hcp adjusted the deep brain stimulation electrodes. Therapy is working well and the patient's thinking cleared.